Manufacturer narrative:
(B) (4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The lots that were used are lot #h08h7145, w07e4130 and w08e1404. This part is not approved for use in the united states; however, a like device catalog #75445540, 510k #k042025 was cleared in the united states. The manufacture information for lot h08h7145 is under requesting. The follow up report will be sent after the data is available. The manufacture date for lot w07e4130 is 06/22/2007; the manufacture date for lot w08e1404 is 06/04/2008. Neither device nor film of applicable imaging studies was returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for lot w07e4130 and w08e1404 were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a fusion procedure at right l1-5 due to rheumatoid using posterior fixation at l1-l5. It was found that l4 screw broke at unknown time post op. The revision surgery was performed approximately one and a half years post op. L4 broken screw was removed and replaced with a larger sized screw.